Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary interventional procedure using an 8f sheath. No resistance was noted during advancement of the proglide device into the anatomy. Reportedly, the lever would not return to its original position to remove the device. The device was stuck in the patient. The physician used hemostats to break the device and tried to manually work the actuator wire. The actuator wire was lifted and lowered, the device immediately released and device was removed safely. Manual compression was applied to achieve hemostasis. There was no harm to the patient. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.